Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post changeout, the implantable pulse generator (ipg) migrated from the pocket and was revised. During the procedure, cautery was used so the device was programmed doo to prevent oversensing. When the device was programmed back to ddd mode oversensing of both atrial and ventricular channels with intermittent pauses in right ventricular pacing was noted on the programmer and on telemetry. It was also noted that the leads exhibited noise with the right ventricular (rv) lead inhibiting pacing. Both leads were reprogrammed and the ipg system remains in use. No patient complications have been reported as a result of this event.